Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformance of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
(B)(4). Event description: the patient was undergoing bladder surgery and an epidural was requested. The catheter, once placed, resulted in leaking around the insertion site. When the provider attempted to remove the catheter, it broke with only a portion of the catheter being withdrawn. Neurosurgery was consulted and the patient required surgical removal of the catheter fragment and internal wire fragment. There were no complications from the removal and the patient went on to have surgery without an epidural being placed. Of note, on a placement attempt just prior to this insertion, a "wet tap" occurred. Upon review, after seeing a trend of wet taps, it was discovered that the wrong needle was placed in new epidural kits that were ordered from the manufacturer. The manufacturer was notified and the appropriate needles were taped to the epidural trays until new trays, with the correct needles, arrived to replace the current stock. Thus, the patient had two issues with the devices in the epidural tray kit during the same procedure. Our system indicates that for product 552122, (B)(4) was created on 5/31/2017 for lor needle causing dura puncture issues involving blood patch interventions this facility was experiencing. This incident was filed via medwatch numbers as a 7 event reportable: 2523676-2017-00085, 2523676-2017-00096, 2523676-2017-00097, 2523676-2017-00098, 2523676-2017-00099, 2523676-2017-00100, 2523676-2017-00101.